Event description:
Reported as "possible iab rupture". As a result, the iab was removed. A 2nd iab as the patient was medically managed in preparation for their CABG. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). Returned for investigation was a 30cc 7fr rediguard intra-aortic balloon catheter (iabc). Upon return, the teflon sheath was noted on the returned sample; clear fluid was noted within the sheath sidearm. The one-way valve was tethered to the short driveline tubing. The short arterial pressure tubing was connected to the iabc luer; clear fluid was noted within the ap tubing. The bladder was fully unwrapped. The iabc central lumen was noted kinked at approximately 42.5cm and 54.8cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the iabc. No obvious blood was noted within the helium pathway. No visual damage or abnormalities were noted to the returned sample. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. Blood exited. The iabc was leak tested and no leaks were detected. Full inflation was achieved. The device passed the leak test. The iabc was connected to an iabp with a lab inventory 30cc inflation driveline tubing. The iabc was inserted into the "t" tube and 100mmhg backpressure was applied. The iabc was pumped for a minimum of 30 minutes. There were no alarms triggered. The bladder inflated and deflated completely with each beat. The balloon pressure waveform (bpw) was normal. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 42.5cm and 54.7cm from the iabc distal tip , which are the locations of the previously noted kinks. The guidewire was able to advance through the central lumen. Some blood was noted on the guidewire. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of "possible iab rupture" is not confirmed. During the investigation, the returned intra aortic balloon catheter (iabc) was functionally tested with no leaks or alarms noted. The returned device passed visual and functional test specifications. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time.